Manufacturer narrative:
Mentor became aware that in the initial report sent on september 17, 2021, the following sections were erroneously populated with the incorrect codes: 6. Type of investigation, 6. Investigation findings, and 6. Investigation conclusions. The codes should have reflected that the device was being tested and the results were pending. Section h 10. Additional manufacturer narrative also contained the incorrect statement. Correction: on (B)(6), 2021, the mentor failure analysis lab received the device for evaluation. On (B)(6), 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 250ccbreast implant was found to be ruptured and received in two parts. A microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4). Correction: on september 15, 2021, the mentor failure analysis lab received the device for evaluation.

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that the patient's right breast implant was replaced with another 250cc mentor smooth high profile gel implant.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient, who's undergone breast augmentation revision with a 250cc mentor memorygel breast implant on the right breast, suffered spontaneous right breast implant rupture, post-procedure. The rupture was diagnosed via physical examination. As a result, the patient underwent removal surgery on (B)(6) 2021.